Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 ¿ october 24, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, approximately 1.69 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyisoprene. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a half day infusor. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.